Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred while priming the cassette for peritoneal dialysis therapy. The customer reported the leak was located at the connection between the cassette and the solution bag, however, the exact location was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.